Manufacturer narrative:
No further follow up is planned. This report is associated with 1819470-2016-00129, since there is more than one device implicated evaluation summary: a female patient reported that the injection screw of her humapen ergo ii device was broken. She experienced increased blood glucose levels. The investigation of the returned device (batch 1112d01, manufactured december 2011) found the injection screw was broken and was not returned with the device. The broken injection screw was attributed to damage while in the field, supported by the glass shards and white, powder-like substance observed in the front housing of the device. The amount and type of foreign material found in the device indicated the patient experienced difficulty pushing the injection screw back while loading the device with a new cartridge; this likely contributed to the broken injection screw. Functional testing could not be performed due to the broken injection screw. Malfunction confirmed. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. The user manual provides instructions for the proper use and care of the device. Additionally, the user manual states not to use the device if it appears broken or damaged. While the exact date the patient started using the device was not provided, based on the amount of time elapsed since this device was manufactured (2011), it is likely that the patient used it beyond its approved use life. The user manual states the humapen ergo ii device has been designed to be used for up to 3 years after first use. There is evidence of improper use. The injection screw was broken in the field (not related to the manufacturing process). It is also possible the patient used the device beyond its approved use life. It is unknown if either use issue contributed to the increase in blood glucose.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned an asian female patient of unknown origin. Medical history included stroke. Concomitant medications included acarbose for unspecified indication. The patient received human insulin regular (rdna origin) (humulin 100 units/ml; cartridge) via two reusable humapen ergo 2, for the treatment of diabetes mellitus; information regarding dosage regimen and start date was not provided. On unspecified date while on use of human insulin regular, the screw rod of the humapen ergo 2 had a problem and was replaced (lot unknown/product complaint (pc) (B)(4)). On an unspecified date, the second humapen ergo 2 also had the screw rod broken (lot 1112d01/pc (B)(4)). On an unspecified date while on human insulin regular treatment, she experienced blood glucose high and was hospitalized. Her fasting blood glucose was 10-20 (neither units nor reference values provided). Information regarding lab tests performed, results and corrective treatments administered was not provided. Reportedly, she had been hospitalized every year since an unspecified date and for unspecified reasons. Outcome of the event was unknown. Human insulin regular treatment continued. The operator of the humapens ergo 2 and training status were not provided. The general humapen ergo 2 model duration of use and suspect humapens ergo 2 duration of use were not provided. The humapen ergo 2 associated with pc (B)(4) was not returned. The humapen ergo ii associated with pc (B)(4) was returned on 13may2016. The reporting consumer did not know whether the event was related to human insulin regular drug treatment and did not provide a causality opinion regarding the humapen ergo 2. Edit 15-may-2016: upon internal review, completed corresponding EU/ca device fields for reusable pens. Edit 16may2016. Case was opened to enter medwatch device fields for device mailing. No new information. Edit 16may2016. Case was opened to correct the medwatch regarding 2 devices in the additional manufacturer narrative. Update 17-jun-2016: additional information received on 17jun2016 from the global product complaint database added the device specific safety summary for the device associated with pc (B)(4); added the device was not returned; and updated the medwatch and european and canadian required device reporting elements fields. Added the return date for the device associated with pc (B)(4). The narrative was updated. Update 20-jun-2016: follow up information received on 11-may-2016, included product complaint which was previously processed. No new adverse event information was added to the case. Update 22jun2016: additional information received on 22jun2016 from the global product complaint database added the device specific safety summary and the manufactured date for the device associated with pc (B)(4); updated the improper use and storage to yes; updated the malfunction field to yes/not cirm; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2016-00129, since there is more than one device implicated.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events, concerned an asian female patient of unknown origin. Medical history included stroke. Concomitant medications included acarbose for unspecified indication. The patient received human insulin regular (rdna origin) (humulin 100 units/ml; cartridge) via two reusable humapen ergo 2, for the treatment of diabetes mellitus; information regarding dosage regimen and start date was not provided. On unspecified date while on use of human insulin regular, the screw rod of the humapen ergo 2 had a problem and was replaced (lot unknown/pc pending). On an unspecified date, the second humapen ergo 2 also had the screw rod broken (lot 1112d01/pc pending). On an unspecified date while on human insulin regular treatment, she experienced blood glucose high and was hospitalized. Her fasting blood glucose was 10-20 (neither units nor reference values provided). Information regarding lab tests performed, results and corrective treatments administered was not provided. Reportedly, she had been hospitalized every year since an unspecified date and for unspecified reasons. Outcome of the event was unknown. Human insulin regular treatment continued. The operator of the humapens ergo 2 nd training status were not provided. The general humapen ergo 2 model duration of use and suspect humapens ergo 2 duration of use were not provided. If the humapens were returned, evaluation would be performed to determine if a malfunction had occurred. The reporting consumer did not know whether the event was related to human insulin regular drug treatment and did not provide a causality opinion regarding the humapen ergo 2. Edit -15may2016: upon internal review, completed corresponding EU/ca device fields for reusable pens. Edit -16may2016. Case was opened to enter medwatch device fields for device mailing. No new information. Edit -16may2016. Case was opened to correct the medwatch regarding 2 devices in the additional manufacturer narrative.